Event description:
The patient's family members heard the pump alarm on (B) (6) 2010, but 'thought they were hearing things.' The patient experienced withdrawal and became irritable and stiff. He was brought to the hospital. Interrogation confirmed a critical alarm. The pump was in safe state mode. The reset and low battery alerts were also noted in the event logs. The pump was replaced the day after the alarm was first noted. The patient recovered without sequela from surgery.

Manufacturer narrative:
(B) (4). The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The device is included in the medical device safety alert, synchromed ii battery performance, physician communication (july, 2009).